Manufacturer narrative:
Per technical service rep, patient was on lovenox. Lovenox is a class of antithrombotic agents known as low-molecular-weight heparins (lmwh). Per product user guide - limitations, "this test should not be used for patients on heparin therapy." Patient was anemic in the hospital. Per product user guide - limitations, hematocrit ranges between 30-55% will not affect test results.: patient current medication and health status may affect coagulation test. This may lead to unexpected inr result or testing error. Qc errors are designed to be generated if the strip has been exposed to adverse environmental condition. There is no information in the complaint to indicate strip exposure. These errors also arise if there is a sampling or technique problem. This failure mode will continue to be monitored to determine if corrective action is warranted. (B)(4). Action threshold has been reached. Since strip lot released, 20 in-house therapeutic donors (55 strips) were tested for retain and returned strips. Customer's observation has not been reproduced in in-house test. Test records indicated all strip test results met product performance when compared to the results in vivo tests. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established. Trending information for second lot #246050: (B)(4). Action threshold has been reached. Since strip lot released, 18 in-house therapeutic donors (60 strips) and 2 in-house non-therapeutic sample donors (8 strips) were performed for retain and returned strips. One qc2l error was observed due to sampling issue. Due to this low occurrence rate, no action will be taken at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Patient's wife called to report qc2h and other unspecified errors several times when testing on two different lots. Patient tried 3 times on his meter using his strips (lot 248203), then tried wife's strips (246050) on his meter, then finally switched to her meter and got a test result. Patient was hospitalized recently with bleeding; date not specified. He had lovenox 1-2 weeks and is starting to bridge back on to coumadin tonight. Was anemic in hospital; hemoglobin down to a 6 at one point and now around 9. Not sure of hct.